Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that on-site inspection of equipment and fault code records at the hospital confirms the fault reported by the customer. The fse inspected the equipment, and found blood ingress. He recommended that the customer replace the pneumatic module. He also discovered that the power cord could not be retracted this has been addressed but it is unclear how. The customer planned to seek repairs from a third party.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had automatic inflation malfunction. No patient harm or injury reported.